Event description:
This event was reported as valve explanted after 2 years due to recurrent prosthetic mitral valve endocarditis, abscess and severe mitral insufficiency. No further info was provided.